Event description:
Additional information received. Has the needle been removed? Yes. Was there any harm to the patient or was any medical intervention required as a result? No harm.

Manufacturer narrative:
(B)(4). Follow up. It was reported the needle became loose and stuck in the patient. To aid in the investigation, photos were received for evaluation by our quality team. It was possible to confirm the needle pulled out of the hub. A device history record review was completed for provided material number 301982, lot 3334705. In-process inspections were carried out in accordance with the control plan and no records of this incident were found. There were no related quality incidents or any maintenance orders that could have potentially been related to the incident reported. The following updates were made to resolve the issues of loose cannulas: the creation of standard samples with the minimum amount of resin for challenging the vision system and updating test manuals, retraining, installation of an additional camera to view the needle from both sides, and preventative maintenance of the fiber that reads the cannula.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 27x1/2in pulled out of the hub. The following information was provided by the initial reporter translated from portuguese to english: when applying anesthesia to the patient with a 13x4.5 needle, the needle came loose from the cannon and stuck in the patient's skin.